Event description:
It was reported this pacemaker went into safety mode. The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.